Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with 275cc mentor smooth round moderate plus profile saline breast implant has experienced postoperative right-sided implant deflation, confirmed by a physician. Patient reported noticing the breast is smaller and suspects it is leaking. Patient stated no trauma, and reported undergoing a mammogram in (B)(6) 2019. As a result, the patient underwent explantation and replacement with 275cc mentor smooth round moderate plus profile saline breast implants, catalog # 3502275, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020.

Manufacturer narrative:
On 29-may-2020, mentor failure analysis lab received the device for evaluation. Device evaluation summary: during the visual evaluation of the device, it was found ruptured. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this 6565925 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).